Event description:
The physician was attempting to deploy a 2.75mm diameter x 18mm length and a 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad with 90% stenosis, and moderate calcification and tortuosity. It was reported that the lesion was pre dilated. The 2.75mm diameter x 18mm length stent was removed from the packaging and used in the patient. On removal of the device from the patient, the stent was noted to be damaged. A 2.75mm diameter x 24mm length stent was then opened and used in the patient. It was also noted to be damaged, on removal from the patient. It was reported that force was used to advance the device to the target lesion. It was decided not to implant the stents. No patient injury occurred and no clinical sequelae were reported.

Event description:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was flared. A number of struts on the 1st distal segment were raised and deformed. Cine image review: the procedural images confirmed the tortuous nature of the vessel and the presence of calcification. The images capture numerous pre-dilations along the vessel. One image captures the attempted delivery of a stent which appears to have been hindered by the tortuosity of the vessel and the presence of calcification.

Manufacturer narrative:
Evaluation results: (most likely procedural related). No results available since no evaluation was performed (device has not been received for evaluation). Evaluation conclusion: device not returned-no evaluation will be performed. Unable to confirm complaint (no device return). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis with moderate calcification and tortuosity). Failure to follow instructions (force was used in an attempt to advance the stent). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis with moderate calcification and tortuosity). Known inherent risk of procedure (stent deformation and failure to deliver the stent). Failure to follow instructions (force was used in an attempt to advance the stent).